Event description:
It was reported that this patient has a history of atrial fibrillation. The field representative confirmed that the patient had ventricular tachycardia and the patient had received appropriate therapy. On one of the episodes the patient received therapy below the conditional zone, so this is considered an inappropriate shock. The patient had stenting to treat their underlying condition and the patient still has their system in service. Recently, the patient has received two additional inappropriate shocks due ventricular tachycardia that was below the conditional zone. This system still remains in service. No adverse events.